Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the occlusion of the tubing is not detected by the pump. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. H3: one used unit was received for evaluation. As received, no damage or anomalies were observed. Functional testing was performed, and the reported issue was not replicated. The device tested normally during evaluation. The complaint of occlusion not detected by pump cannot be replicated or confirmed. A lot history review was performed and no nonconformances were identified.